Manufacturer narrative:
The reported issue that there was an 8015 with battery running at a diminished level could not be confirmed and the root cause could not be identified due to no product or device logs were returned for investigation. A review of the device history record showed the device had a manufacture date of 07/30/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. No further investigation of this event is possible at this time, and no patient impact was reported. The device is used for treatment purposes. Device not returned for investigation.

Event description:
It was reported that there was an 8015 with battery running at a diminished level. The customer replaced the battery and performed battery conditioning. Battery recondition was completed and all checks passed. There was no patient involvement.